Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical study. Same case as 6000089-2006-01622, 01623, 01624. It was reported that 73 weeks after a coronary artery drug eluting stenting procedure, the patient expired. The index procedure treated 3 de novo lesions that were neither tortuous nor calcified. All of the lesions were predilated with an angioplasty balloon. Target lesion 1 was a 3.0 mm vessel diameter, 28mm long, with 70% stenosis, located in the distal right coronary (rca) artery. The physician implanted 1 taxus express2 3x28mm drug-eluting stent (des) at 16 atms. Target lesion 2 was a 3.0mm vessel diameter, 32mm long, with 95% stenosis, located in the mid rca. The physician implanted 1 taxus express2 3x32mm des at 18 atms. Target lesion 3 was a 3.0mm vessel diameter, 52mm long, with 95% stenosis, located in the proximal rca. The physician implanted a taxus express2 3x32mm des and a taxus express2 3.5x20mm des at 16 atms. Post-treatment, the lesions were 0% stenosis and timi 3 flow. The patient was discharged one day post-index procedure on aspirin and plavix. The patient expired 73 weeks post-index procedure. The cause of death is unk as are the events leading to the patient's death. The relationship to the target vessel is unk, as indicated by the physician.